Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown was confirmed. The scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for less than 5 minutes. The root cause of the failure was identified as an internal failure in the lithium ion battery. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
PICC team reported system displays premature discharge of the battery. They were using the system and the battery indicator was 80% or better, however, the system turned off twice on its own while it was not plugged in. The system was plugged back in both times and it turned on and stayed on and has not turned off while plugged in.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown was confirmed. The scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for less than 5 minutes. The root cause of the failure was identified as an internal failure in the lithium ion battery. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
PICC team reported system displays premature discharge of the battery. They were using the system and the battery indicator was 80% or better, however, the system turned off twice on its own while it was not plugged in. The system was plugged back in both times and it turned on and stayed on and has not turned off while plugged in.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. Sample not returned.

Event description:
PICC team reported system displays premature discharge of the battery. They were using the system and the battery indicator was 80% or better, however, the system turned off twice on its own while it was not plugged in. The system was plugged back in both times and it turned on and stayed on and has not turned off while plugged in.